Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed a "large" hematoma over the lead and battery incisions. The hematoma was worse over the battery site covering a space of approximately 14 inches by 14 inches. It was noted that the doctor was watching the hematoma for signs of infections. It was stated that the patient was afebrile and his wounds were red, but clean with no discharge. It was stated that the patient was complaining of pain at the battery site and it was swollen and extremely bruised. It was noted that the patient's antibiotics were extended. Almost two weeks later it was reported that the hematoma was gone. The stimulation was "normal" and the patient was able to charge on (B)(6) 2013 with all 8 coupling bars.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).